Manufacturer narrative:
A device history record review was completed for provided material number 302437 and batch number 2409009. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The needles were assembled with a bd discardit 2ml syringe; however, no signs of defective connection were observed; also liquid went through the cannula normally, no clogged needle issue was found. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Regarding the feedback of clogged needle, we understand coring effect issue had taken place. Based on the preventive measures in place, it is unlikely that the coring effect resulted from poor or insufficient de-burring of the cannula. It is possible that the handling of the product had a role in this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd eclipse needle becomes clogged. The following information was provided by the initial reporter, translated from spanish to english: in the absence of more reports, the main thing they tell me is that they get blocked as soon as you prick the IV to load, that is to say, you prick the IV and they neither extract it nor can you put the medication in the IV (they are not permeable), and this happens at least 75% of the time (this is no exaggeration) and you need to use 3 needles to load a zofran and a dexa, for example, every day, many times. We are still waiting for other complaints from different services. Additional information received on 13-feb-2025 when using the needles to carry medication, the needle gets stuck, preventing the passage of fluid and having to use several needles for the same process, or in the worst case having to use another needle that is intended for another purpose because the needles for loading medication are not practical and make the task difficult. The event occurs daily.